Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing facility. A review of the pump history found there is no pump programming or pump activity for the reported event date 01/11/2007; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
The customer contact reported that the pump delivered more IV fluid than intended. No specific patient information, pump programming, or event details were provided. Though requested, the customer declined to provide additional information.